Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device settings were indicative of an interrupted system diagnostic test on (B)(6) 2012. As this was the first interrogation of the patient¿s device following implant, the interrupted diagnostic test likely occurred on the date of implant on (B)(6) 2012. No patient adverse events were reported.